Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('november 14th essure removal') and renal stone removal ('emergency surgery for kidney stones') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and renal stone removal (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coils). Essure was removed. At the time of the report, the medical device removal and renal stone removal outcome was unknown. The reporter considered medical device removal and renal stone removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and nephrolithiasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces are migrated & ovary had to be removed') and renal stone removal ('emergency surgery for kidney stones') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and underwent renal stone removal (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage and renal stone removal outcome was unknown. The reporter considered device breakage and renal stone removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and nephrolithiasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('pieces are migratetd & ovary had to be removed') and renal stone removal ('emergency surgery for kidney stones') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and underwent renal stone removal (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage and renal stone removal outcome was unknown. The reporter considered device breakage and renal stone removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and nephrolithiasis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: information received via social media: event medical device removal replaced with device breakakge. Reporter added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('november 14th essure removal') and nephrolithiasis ('emergency surgery for kidney stones') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nephrolithiasis (seriousness criterion medically significant). The patient was treated with surgery (surgical removal of coils). Essure was removed. At the time of the report, the medical device removal and nephrolithiasis outcome was unknown. The reporter considered medical device removal and nephrolithiasis to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal and nephrolithiasis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.